Event description:
Caller reported a malfunction on pump, displaying malf 3 code, though no notable events preceded issue. Blood glucose level was unaffected and did not exceed 500 mg/dl. Technical support arranged for a new replacement pump to be sent, assisted with storage mode instructions, and advised on returning the faulty pump within 10 days using pre-paid label. Customer acknowledged instructions and planned to use a backup insulin pump in the interim.